Event description:
A pediatric peritoneal dialysis (pd) patients caregiver reported to tech support that the patient was being overfilled during their ccpd treatment. During a drain (unknown), it was stated a volume of 1170 ml had been recorded. During this event, the patient was being monitored and the patient was doing fine. Tidal therapy treatment data obtained from the cycler: drain 0: 110 ml. See scanned table. The reported large post-treatment drain exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
(B)(4). Scale error. A treatment record review was performed on the patient's treatment data sheets. There was no large drain recorded. The patient was being monitored and the patient was fine. Review of the plant investigation provided the following information. No overfills or iipv seen on the stored patient data sheet. The treatment simulated tests were completed without alarms or problems. There were no large fill or drain volume discrepancies noted during the test treatments. There were no scale problems that happened during the treatments. The tests data sheets reflected the programmed treatment settings. The scale calibration was within tolerance. There were no large drain volumes or indications of iipv that occurred during the test treatments or scale problems. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR or batch record review confirmed the labeling, material, and process controls were within specification.